Event description:
It was reported that while preparing the device, the distal tip of the microcatheter was pulled off. There was no patient involved in this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The microcatheter was returned within its tray; the packaging mandrel was also returned. Visual and microscopic inspection of the returned device found the distal 5cm section of the microcatheter remained on the mandrel and detached from the microcatheter; stretching was noted at the point where the microcatheter was detached. The packaging mandrel was removed from the microcatheter for functional testing and there was no evidence of any glue. The microcatheter was flushed without difficulty and resistance was encountered the distal end due to the damage noted to the device. Based on the information available and investigation results, it is probable that the packaging mandrel and distal tip of the microcatheter were held together in one hand to remove the mandrel during preparation, causing the distal tip to separate from the microcatheter; human factors was assigned to this investigation.

Event description:
It was reported that while preparing the device, the distal tip of the microcatheter was pulled off. There was no patient involved in this event.